Event description:
Customer emailed in image of burnt charger connection and charge cable. Customer woke up to smell of smoke and noticed her machine was smoking from the burning charger connection. No damage to house or person.